Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure as the physician was pulling the peg tube through the stoma site there was difficulty at the connection point between the hard and soft plastic. The physician applied force and was able to get the peg tube through the incision. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A physical examination of the device found the returned portion to consist of the thermoformed tubing connector, inner and outer rings, and a cut portion of the silicone tubing. The silicone tubing was found to be cut at approximately 1 cm from outer ring. The distal portion of device was not returned.the proximal end of the thermoformed tubing was found to be kinked on the distal end. The thermoformed tubing length was measured as well as the tranistion joint and both were within specifications. The returned unit was consistent with the complaint incident that customer had difficulty placing the feeding tube. According to the directions for use (dfu), endovive safety peg kit,gain access section: "using the exposed blade of the safety scalpel provided, make a 1 to 1-1/2 cm incision at the selected incision site." And "note: too small an incision may contribute to excessive resistance on the peg tube when exiting the skin." Although the customer did not provide the size of the initial incision, it is possible the incision size might have been too small for placement. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is operational context.a device history record (DHR) review of lot 14648882 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 14815565.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2011. According to the complainant, during the procedure as the physician was pulling the peg tube through the stoma site there was difficulty at the connection point between the hard and soft plastic. The physician applied force and was able to get the peg tube through the incision. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of difficult to advance peg tube. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.